Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/27/2025, a beta bionics ilet user reported difficulty locking a connector into place on the ilet insulin delivery system. Agent was able to walk the patient through connecting a new cartridge successfully. During the call, the user also reported a blood glucose level of 67 mg/dl. The ilet alerted to the low reading. No symptoms or medical intervention were reported, and no further assistance was required.